Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent anterior sphincteroplasty, reconstruction of perineal body and colonoscopy on (B)(6) 2010.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sphincteroplasty due to stress urinary incontinence, rectocele, cystocele and fecal incontinence. The patient experienced pain, infection and incontinence. The patient experienced pain, dyspareunia, urinary problems, infection, recurrence and worsening of incontinence and bowel problems. Psychological and emotional suffering. It was reported that patient underwent implant of medtronic interstim on (B)(6) 2011 for urinary urgency and fecal incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency and urinary frequency. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy with calibration.

Manufacturer narrative:
Date sent to the FDA: 08/20/2015. Additional narrative: it was reported that patient underwent anal sphincteroplasty on (B)(6) 2008 due to fecal incontinence. (B)(4).